Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: this (B)(4) is related to (B)(4) which reports about the ao reaming attachment of pts was used in the surgery. This pc reports about the 9mm long nail of syn was used in the same surgery. It was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the ao reaming attachment for the pathological fracture of the trochanteric femur. During the surgery, the surgeon attached the ao reaming attachment to a hand piece for reaming medullary cavity; however, the reaming attachment did not rotate during test spinning before use. Although other attachments could be used as usual, and the surgeon tried to rotate the reaming attachment many times, only the reaming attachment in question did not rotate. Therefore, the surgeon used the synream reaming rod with t-handle instead of the reaming attachment. The surgeon intended to ream the medullary cavity to 11mm and insert a 10mm long nail. However, the surgeon considered the operation time, so that he reamed the medullary cavity to 10mm and inserted a 9mm long nail. The surgery was completed successfully with approximately 15 minutes delay. No further information is available. This complaint involves one (1) device unk - nails. This is report 1 of 1 for complaint (B)(4).